Event description:
Iridex became aware of a complaint reporting the presence of smoke during treatment with the micropulse p3 probe. A specific root cause could not be determined. The doctor followed the instructions on the micropulse IFU and immediately stopped treatment with the probe. There was no patient injury reported. The treatment was performed within specifications. Based on similar reported events, the most likely cause of the issue is suspected to be contamination (e.g. Blood, tissue or betadine) on the probe tip when the laser was activated or laser activation when the probe is over pigmented conjunctival tissue. Engineering failure analysis was not performed because the device was not returned for evaluation. The micropulse p3 IFU has clear instructions to examine the probe tip before treatment and to avoid areas of perilimbal pigmentation. Per the IFU 'excessive treatment power may result in ocular surface burns or ciliary body hemorrhage.

Event description:
Iridex became aware of a complaint reporting the presence of smoke during treatment with the micropulse p3 probe and the insides of the probe turned black. The physician observed conjuntival changes in both upper quadrants of the eye,however no burn or other adverse event was reported. The change of conjuctiva does not represent a reportable adverse event, however iridex is reporting this because there was a potential for conjunctival burn. Consistent with the device instructions for use, the doctor stopped intervention after the obervation of smoke. The treatment was performed within specifications. Based on similar reported events, the most likely cause of the issue is suspected to be contamination (e.g. Blood, tissue or betadine) on the probe tip when the laser was activated or laser activation when the probe is over pigmented conjunctival tissue. The micropulse p3 IFU contains instructions for inspecting and cleaning the device tip during use, and the IFU contains the warning that "contamination of the device tip with blood or tissue of the fiber optic by blood or tissue char can result in surface burns in the eye."

Manufacturer narrative:
This follow-up report is provided to update the following: 1)part b: b5 -product problem section was updated. 2) report c: is this a combination product - no. 3) report d: updates to section d8, d9, d4. 4) part h: update to include that this a correction, additional information report. 5) part d: updated this section with the UDI number. 6) part e: updates to the initial reporter section with information regarding the complainant. Note: patient information was not provided, therefore part a is not filled out.